Event description:
It was reported the videoscope was showing communication error b30. The event occurred during inspection for use and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d8, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Due to damage on ccd unit, b30(scope communication error) occurs. Based on the results of the investigation, it is likely the image sensor cable was kinked at the boot side of the control section which caused the output signal line to break or short out, resulting in the image abnormality. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.